Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported customer received a "replace sensor" message on the same day of applying an adc freestyle libre sensor. On (B)(6) 2018, customer experienced confusion, blurred vision and was unable to treat himself. Customer was treated with sugar water by his wife. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). The sensor plug was properly seated in mount. Performed visual inspection on sensor plug assembly, observed sensor neck to have a crack across the width and through the carbon layer. The issue has been not confirmed due to a user issue. No product deficiency was identified.

Event description:
Customer's caregiver reported customer received a "replace sensor" message on the same day of applying an adc freestyle libre sensor. On (B)(6) 2018, customer experienced confusion, blurred vision and was unable to treat himself. Customer was treated with sugar water by his wife. No further treatment was reported. There was no report of death or permanent impairment associated with this event.